Event description:
Right hemithyroidectomy which requires intraoperative laryngeal nerve monitoring. During the case the nerve integrity monitor (nim) began alarming consistently and was unable to fixed with trouble shooting. Nim was exchanged for a new machine and the surgery was completed without issues or complications. The first nim was removed from clinical use for servicing. The machine was found to be fully functional. This was the second issue that week with the nims in thyroidectomy cases, emg ett tube was sent via the company representative for analysis. Nim tri vantage emg endotracheal tube size 7 ref 8229707, lot 0222396634 nim sn (B)(4) two other nerve integrity monitor issues in a short time frame on other patients having surgery with two other physician. FDA safety report ID# (B)(4).